Manufacturer narrative:
The investigation is ongoing; results will be provided in follow-up report.

Event description:
It was reported that the user discovered an important drift of the zero point for arterial pressure that was causing erroneous displayed readings. The drift reoccurred several times despite zeroings. The user replaced the dual hemo module. No pt consequences have been reported.